Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer¿s blood glucose level was in the 500 mg/dl range. Customer treated their high blood glucose levels via manual injection. Troubleshooting for high blood glucose was performed. Customer experienced diabetic ketoacidosis, they had a bent cannula and experienced multiple high blood glucose levels within a two-month time period. Customer advised they underwent elbow surgery, experienced bronchitis and pneumonia. Customer advised the auto mode feature was not used since they believed they did not need it. Customer advised they used sensors which were not accurate, and this was the reason they did not use the auto mode feature. Customer declined to further troubleshoot for high blood glucose levels since they believed the high blood glucose resulted from their surgery and sickness. The insulin pump will not be returned for analysis.